Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 550 mg/dl. A correction bolus was delivered to address bg. Troubleshooting with tandem technical support indicated that the pump was functioning as intended. The customer continued to use the pump for insulin therapy.